Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the programmer is not working. Patient stated tried changing batteries and that didn't resolve the issue. Patient is getting poor communication screen. Patient stated prior to this they were getting hour glass blinking in upper left hand corner and now is getting poor communication screen. Patient services walked patient through attempting to communicate with ins on call. Patient continued getting poor communication with and without use of antenna. Patient confirmed antenna was securely connected when attempting communication with antenna. Patient confirmed programmer has not been dropped/damaged or wet. Agent asked if patient has had any recent trauma/falls and patient stated that they slipped on ice. Patient services inquired if patient landed on ins and patient stated they fell flat on their bottom. Patient provided event date as "maybe last tuesday". The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient redirected to hcp if replacement doesn't resolve issue. The patient called back reporting poor communication with their replacement programmer. They were redirected to their healthcare professional to have the ins checked. No symptoms reported.